Event description:
Pt's mother reported pump malfunction and needed new pump. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if pt missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available. Diagnosis for use: fabry (-anderson) disease.